Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands were unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoidal ligation procedure performed on (B)(6), 2023. During the procedure, the first band was deployed as expected, but the second band could not be deployed normally. When the endoscope was removed to find out the cause, the second band automatically fell off, and when third band was used, it still could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.